Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that infusion set fell off during use. Customer changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 6.